Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included bench handling and defib functional stress testing without duplicating the malfunction. The processor/bridge/pace board was replaced as precaution. The device passed the final test procedure, was recertified, and returned to the customer. The battery that was being used at the time of the reported problem was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "charge error" message when attempting to charge to 100 joules or more. Complainant indicated that there was no patient involvement in the reported malfunction.